Manufacturer narrative:
Follow-up #1: date of submission 09/28/2017 device evaluation: the device has been returned and evaluated by product analysis on 09/08/2017 with the following findings: a review of the black box showed unexplained power on reset events and multiple power on resets after a call service 052 alarm. The battery compartment was cracked above and below the grip pad. A battery cap was not returned. A test battery cap was able to fit securely. Moisture was found in the battery canister. A leak was found in the battery compartment. The rewind, load, and prime steps were performed successfully. The pump cover was removed to find no further moisture corrosion. The power complaint was unable to be duplicated during investigation. Additional evaluation codes: methods code- 23

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (moisture ingress) issue; no power with moisture in the battery compartment. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.